Event description:
Our rep is reporting to us that a patient underwent a successful acl repair with the use of rigidfix for fixation on (B)(6) 2012. At a subsequent routine follow-up exam, the patient presented with pain; the surgeon noted an abnormality near the itband; approximately 1 cm meter of a fragment of a rigidfix cross pin had broken away and was removed. Nothing being returned.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.